Event description:
It was reported that the patient passed away due to multisystem organ failure.

Manufacturer narrative:
Due to system limitation the following was added to h10 of MDR: section h6: health effect - clinical code e2342 multiple organ dysfunction syndrome. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 (hm3) left ventricular assist system (lvas), serial number (B)(6), and the reported multi-system organ failure and patient outcome could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The device was not returned for evaluation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists multiple organ dysfunctions/failures as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU) is currently available. Multiple organ dysfunctions/failures and death are listed as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.